Event description:
Voluntary medwatch received states that patient's right ventricular lead exhibited low pacing impedance. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155167.